Event description:
The customer reported that the 840 ventilator had a loss of communication between the breath delivery unit (bdu) and the graphic user interface (gui). The covidien customer support engineer (tse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).